Event description:
Baxter (B)(4) received a report that an intermate leaked during filling. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was not confirmed. Visual examination revealed that fluid was inside the housing and in the bag that contained the sample due to a ruptured reservoir, which was addressed in a separate medwatch report. However, fluid came out of the housing because the upper portion of the device is not designed to be completely sealed. Fluid could and is expected, to come out of the upper part of the device if the device is positioned sideways or upside down. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.